Event description:
It was reported that the needle detached from the syringe when attempting to activity the needle safety feature.

Manufacturer narrative:
It was reported that the needle detached from the syringe when attempting to activity the needle safety feature. The reporting facility also indicated that the safety feature of the needle "does not line with the needle." No serious injury or adverse impact to a patient or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Forty (40) samples in new condition were returned for evaluation. Visual and functional inspection was unable to reproduce or confirm the reported problem/issue. Tested samples worked as intended. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.